Manufacturer narrative:
The patient expired and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had an ongoing infection and hemolysis. The vad coordinator reported that the patient expired and no autopsy was performed.